Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant during the procedure, before the fluid was heated, still in the diagnostic hysteroscopy phase, fluid was leaking from sheath. Follow up info received on (B)(6) 2009 revealed that sheath was pierced by tenaculum and there were no alarms or error codes. The procedure was completed with another of the same device, and there were no pt complications reported as a result of this event.

Manufacturer narrative:
These codes were selected by the MFR based on info provided by the user facility. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).